Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded the stable pacing impedance around 400 ohms and the stable shock impedance around 80 ohms. The analysis of the provided iegm episodes no. 51, 50, 48, 47, 46 and 45 from (B)(6) 2024 revealed synchronous artifacts on the ra and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Iegm of vf was recorded. The available iegm has been inspected in detail and revealed the presence of noise in the rv channel. The device started to charge for shock and during charging the shock was aborted. Rv lead was capped and replaced.